Manufacturer narrative:
UDI and manufacturing date were not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout, and the system was determined to fully operational. A software investigation was initiated but it was noted that the emitter was placed too far away from the patient, which caused the issue.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon was unable to get past the registration during the case. The 3d model was a nice skin model, but it was missing the majority of the nose. The surgeon decided to proceed without the use of navigation. Issue occurred intra/peri-operatively with no reported impact to patient outcome.

Manufacturer narrative:
Unique device identification(UDI) and manufacture date provided.